Event description:
(B)(4). Same case as MDR ID 2134265-2013-05979, 2134265-2013-05981. It was reported that subsequent to a coronary stenting treatment procedure, reocclusion of the mid left anterior descending artery (lad) occurred. In (B)(6) 2012, the subject presented due to unstable angina (braunwald class-iib) and was diagnosed with myocardial infarction and underwent cardiac catheterization which revealed three lesions. The first lesion was an area of instent restenosis of a previously implanted stent located in the proximal right coronary artery with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. It was treated with pre-dilatation and placement of a 3.50 mm x 28 mm ion us coa stent. Following post dilatation, residual stenosis was 0%. The second lesion was a de novo lesion located in the 2nd diagonal branch with 90% stenosis and was 5 mm long with a reference vessel diameter of 2.5 mm. It was treated with direct stent placement using a 2.5 mm x 8 mm ion us coa stent, with 0% residual stenosis. The third lesion was a de novo bifurcated lesion located in the mid lad with 100% stenosis and was 40 mm long with a reference vessel diameter of 2.25 mm. It was treated with pre-dilatation and placement of 2.25 mm x 32 mm ion us coa stent overlapping distally with a 2.25 mm x 12 mm ion us coa stent, with 0% residual stenosis. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2013, the subject presented due to complaints of left sided chest pain radiating to the right side of the chest and was subsequently hospitalized. Coronary angiography revealed an area of in-stent restenosis of previously implanted study stents in the mid-distal lad with 100% occlusion. The in-stent restenosis of previously placed study stents were attempted to be treated. However, the choice pt extra support guide wire was unsuccessful to cross the lesion. It was subsequently removed. The event was considered not recovered/not resolved and the patient was discharged on aspirin five days post hospitalization.

Event description:
It was further reported that in (B)(6) 2013, target vessel revascularization was performed and post procedure stenosis is 100%.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 2.5 mm x 8 mm ion us coa stent implanted in the 2nd diagonal branch was widely patent thus causality for the relationship to study stent has been downgraded from "related" to "not related."

Manufacturer narrative:
(B)(4).